Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the light guide tube boot was noted to be torn. The insertion section was noted to be dented. Additionally, evaluation found the device had no image during angulation. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, wear, bending, deformation attributed to component failure. The image issue was noted to be due to damage component failure and attributed to electronic component failure.

Event description:
Customer reported "it has a cut in the light guide tubing that hooks to the processor." The issue was found during reprocessing. There was no patient involvement in this reported event. Device inspection found the image disappeared (goes out) when angled.